Event description:
It was reported that pericardial effusion (pe) and surgical intervention occurred. A left atrial appendage (laa) closure procedure was being performed. Pre-procedure transesophageal echocardiogram (tee) imaging confirmed there was no pe noted prior to the procedure. Venous access was obtained and transseptal puncture (tsp) was performed using versacross fixed curve transseptal access system. The left atrium (la) was cannulated with the versacross pigtail wire and versacross sheath was removed. The patient was noted to be on a heparin intravenous drip for anticoagulation. A single curve watchman access sheath (was) and 27mm watchman flx pro closure device and delivery system (wd) was advanced and positioned at the laa. A 6 french pigtail catheter was used in the procedure. The was was placed deep into the laa to maintain position in the ostium of the laa. The wd was deployed using combination deployment technique, and no visual compression was noted on the device. There was concern on tee imaging for the wd being outside the laa, but physician was unsure of placement. The wd was recaptured and brought more proximal in the laa for optimal placement. A circumferential pe was immediately noted on tee. A pericardiocentesis was performed and a pericardial drain was placed with continuous auto-infusion. Blood loss through the pericardial drain was noted to be significant, bright red blood in appearance and 800cc total was auto infused. The physician implanted the wd in the laa and the patient went to open heart surgery. The closure device was surgically explanted, and a non-boston scientific atrial clip was placed on the laa. The patient was admitted to the intensive care unit (ICU) post-surgical intervention. The patient is fully recovered and was discharged home.